Event description:
Caller reported cgm error 42 related to their sensor session. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance by walking the caller through a pump reset, after which the issue was resolved and the caller successfully started their sensor session.